Event description:
Patient was revised to address dislocation.

Event description:
Update rec¿d 12/10/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 01/02/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. A DHR review was conducted by the manufacturing facilities and found no deviations or non-conformances. X-ray images were provided, however, these were pre-op x-ray images from april, 2014 before the initial implantation. The only relevant information available to determine the cause of revision is the complaint statement itself, which stated that version was changed and re-implanted. Based on this statement, it is obvious that implant was mal-oriented, which possibly caused the dislocation. Based on implant misorientation being the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.